Event description:
The facility reported a colleague infusion pump with a malfunction of "the display has inoperative line segments." This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement. There was no report of patient injury or medical intervention reported related to the device. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "the display has inoperative line segments" was confirmed and reproduced during product evaluation by baxter service personnel. This condition was due to a defective main display. The main display was replaced to correct this condition.